Event description:
Consumer reported complaint for the trueplus pen needles. Husband is calling on behalf of the customer. Caller stated that the pen needles did not dispense the insulin. Customer had used all the pen needles and was unable to provide lot information. Caller stated the customer has been using the pen needles for the past 6 months and always has a problem: internal report reference number (B)(4). The customer is using compatible product, and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.